Event description:
Remote monitoring showed recent increase in rv lead impedance. The pt was brought to clinic( B)(6) 2013 for interrogation and testing where it was confirmed the rv lead impedance was out of range. A lead revision was scheduled. On (B)(6) 2013 - this lead was capped on (B)(6) 2013 and replaced with an unk rv lead.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.